Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. No event history log provided. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. Unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a ¿no disposable" and "clamp tubing," alarm and then stopped. Attempts were made to realign the cassette, check the tubing, and re-prime the tubing, but the pump continued to alarm and then stop. The patient had switched to a backup pump on the following morning. The patient also reported experiencing symptoms of lightheadedness and dizziness, with the onset, resolution dates, and status unknown. The patient was receiving IV remodulin. The concomitant products used were tadalafil, lynparza, and the cadd legacy pump. There was patient involvement and patient harm/adverse event reported.